Event description:
It was reported the rubber coating where the cord attached to the camera head was pulled away and the metal is exposed during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. However, based on the results of the investigation, it was determined that the most probable cause of the reported issue the rubber coating at the point of attachment between the cord and the camera head was displaced, resulting in exposed metal was detachment of the cable boot from the camera head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.